Event description:
Boston scientific received information that this patient was in the hospital for non-device reasons and some ectopy was noted. Therefore, a boston scientific field representative was contacted for device evaluation which confirmed no atrial pacing or capture despite maximum device outputs. Lead dislodgement was suspected and a revision procedure was performed. Attempts to reposition the lead were unsuccessful as there was tissue buildup in the helix. A new lead was utilized and implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visua and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. The lead's distal part was found partly pulled out from the ring electrode as well. The analysis of adhesive residuals on the joining surface of lead tip and lead body revealed no indication of a material or manufacturing problem. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.